Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The product was returned for evaluation. The reported issue was not confirmed by the evaluation. Both invitro and invivo calibrations were performed. The svo2 was ran for over 30 minutes. The tests were concluded with no functional faults found. There was no physical damage found in the visual inspection. The cable will be scrapped. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The device history record was reviewed; no related non-conformances were found.

Event description:
As reported, though the svo2 value shown on the blood gas analyzer was over 30%, the value on the monitor was in 20 to 30% range. The expected value was over 30%. No inappropriate treatment was done due to the symptom. There is no patient injury reported.